Event description:
An 8mm amplatzer vascular plug ii (avpii) and three non-sjm embolization coils were deployed in the pulmonary artery for treatment of a pseudoaneurysm. Three days post-procedure, hemosputum was confirmed. A cat scan revealed blood flow in the pseudoaneurysm and aneurysm recanalization was confirmed. The blood flow was observed from the side where the avpii was placed. Later that day, additional coils were deployed successfully. The symptoms resolved without sequelae and the patient was making good progress. According to the physician, the event was related to the avpii. The physician indicated the aneurysm wall may have been fragile as the avpii was deployed in an infectious pseudoaneurysm.

Manufacturer narrative:
(B)(4). The avp2 was not returned to sjm for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of the investigation are inconclusive since the device was not returned. Based on the information received, the cause of the reported incident could not be conclusively determined.